Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pj5612, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an emergency cesarean section on (B)(6) 2020 and suture was used on the fascia. During the procedure, the needle was detached from the suture during interrupted suturing on the fascia/myometrium though no extra force was applied. Another like device was used. There were no adverse consequences to the patient. No additional information was provided.